Manufacturer narrative:
Additional information received from the hospital indicated that the device had been discarded and is not available for return. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. The truclip IFU includes a warning that states: ¿truclip must be mounted securely to ensure clinical stability and to prevent injury to the patient or user¿. The IFU also advises the clinician to clean the surface of the truclip before and after each use by wiping with 70% isopropyl alcohol or 5% bleach and inspect to ensure the integrity of the device. It is common clinical practice for the clinician to monitor the transducer vent port so that it corresponds to the chamber where the pressure is being measured. Clinicians routinely follow hospital policies and procedures for frequency of zeroing the transducer system and thereby monitoring the level of the truclip device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results when received. Lot or serial number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
It was reported that the truclip slid down the IV pole and was not noticed by the clinician. This caused inaccurate values from the dpt. The patient was treated based off of the inaccurate values provided. There was no patient harm reported. The date of the incident is unknown. Inquired of patient demographics, unable to be obtained. The actual occurrence date is unknown.